Event description:
The customer reported that the driver arm is loose. It was indicated when the driver arm is placed over the plunger, the driver arm falls down. Advised the customer to disconnect from the pump and revert to back up plan of manual injections.